Event description:
During a cystoscopy on [redacted], a laser fiber broke causing a spark and burn to the patient's left inner thigh. An incident report was created, and the fiber in question was placed in the or pathology room for examination.